Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage with an infusion set. No further information available.